Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was reproduced while running a loaded set. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was found out of specification with a fluid filled set loaded. Evaluation also found the downstream pressure plate gap to be out specification. The downstream tubing guide was replaced.